Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient had an adverse reaction to the cocr head and liner. The liner was removed and replaced with a poly 36 liner and biolox v-40 +2.5 head. The surgery was reactive.

Manufacturer narrative:
An event regarding altr involving an mdm liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, the device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient had an adverse reaction to the cocr head and liner. The liner was removed and replaced with a poly 36 liner and biolox v-40 +2.5 head. The surgery was reactive.